Event description:
Report received from (B)(6) that they "cannot insert the cutter". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot insert cutter" was confirmed. During the pre-repair diagnostic assessment, the device was found to have damaged bearings that would not allow cutter insertion. If additional information is received, as supplemental report will be sent. (B)(4).